Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much time did the surgery delayed? Was the procedure completed successfully? It was mentioned that ¿several times the last few months on different patients¿ : please provide a specific event/procedure date for each patient and how many patients were involved in this same event? If bq has this specific information for each event, please create and provide pc number for each event/procedure/patient? Please confirm the availability of the device. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent an eye lid surgery on unknown date and the suture was used. During the procedure, the suture broke during use on eye lid. The surgery was extended as the surgeon had to do the sewing job again. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/15/2020. Additional information was requested and the following was obtained: 1. How much time did the surgery delayed? No additional information is available. 2. Was the procedure completed successfully? Yes 3. It was mentioned that ¿several times the last few months on different patients¿ : - please provide a specific event/procedure date for each patient and how many patients were involved in this same event? No additional information is available. 4. Please confirm the availability of the device. Yes. The hospital has a suture box with 26 unused sutures that will be returned

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/30/2020. Corrected information: d1, d4. Additional information: d4, d10, h4, h6. Additional h6 patient code: 3189 - surgery prolonged. A manufacturing record evaluation was performed for the finished device batch pjj754, xn8660h19 and no non-conformances were identified. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis an opened box with twenty-six unopened samples of product code xn8660h, lot pjj754. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.